Event description:
This pt has significant impairment from neuro-muscular disease. The pt was being weaned off the ventilator and had been doing very well for 3 to 4 days with no specific problems noted. The pt was attached to a pulse ox monitor during the weaning process. The pt was found unresponsive by staff, however, no alarm was heard. A code was called and the pt was revived. The pt was placed back on the ventilator with decreased function. The family of the pt chose to discontinue life support. The pulse ox equipment was examined by hosp's clinical engineering staff and respiratory therapy staff. No problems with the equipment could be identified. Question if alarm or pulse ox was turned down or off. Pulse ox is being sent to the MFR for evaluation.